Event description:
A customer contacted baxter's global technical service center to report an alarm on the homechoice (hc) machine during drain. The home patient (hp) was then disconnecting and the transfer set was leaking, so she would go to the clinic to have the nurse fix it. During follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, the pd rn stated the hp came in to have her transfer set changed on (B)(6) 2010 and there was force trauma on the transfer set. The issue with the transfer set had caused it to leak. The transfer set was discarded and a new transfer set was put on. The lot number of the transfer set was unknown. The hp was given prophylactic antibiotics intraperitoneal (ip) in the hospital for 2 days. There was no resulting infection or complications related to the incident. The hp was retrained on the proper procedures.

Manufacturer narrative:
(B)(4). The device was discarded.

Event description:
It was reported that during a laparoscopic ovarian resection procedure, in one of the devices, the balloon was burst. In the other device, the tip of the device was bent. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.